Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw silver reciprocal was involved in several file breakages. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The vdw silver reciproc s/n (B)(4) with software 1.1, micromotor s/n (B)(4) and contra angle s/n (B)(4) meets the specification concerning the torque limitation function in rotary movement and reciprocating movement. The torque limitation function was verified with our vdw motor test bench (p/n 853-093-000-011, (B)(4). Multiple unsuccessful attempts were made to obtain the patient outcome.